Event description:
After unpacking the catheter for use in a case the physician found it to be damaged. It was not used in the patient and returned to the distributor by the hospital.

Manufacturer narrative:
Results: the catheter is broken approximately (20.2 cm) distal from the hub. The break site shows that the fracture was a clean break. This break occurred at a material bond. Conclusion: the complaint has been evaluated and confirmed. The complaint describes that the device was found damaged after un-packaging. The break in the catheter is distal of the hub approximately (20.2 cm). This location is at a material junction. The product is inspected prior to packaging and all damaged products are rejected. If the product is mis-handled during removal from the package the catheter may be damaged or broken. If the force on the catheter is greater than the tensile specification of the material, the catheter may break. The catheter break likely occurred due to excess tensile force placed on the catheter during removal from the packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.